Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had high left ventricular (lv) output which was using up the device longevity. Additional information received indicated that this crt-d exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.